Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited total loss of capture. The patient presented with a near syncopal episode. The ipg was programmed to the highest output, and the sensitivity was programmed to the most sensitive setting, but still unable to gain capture.